Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "fiber was broken inside the patient.¿ the procedure was completed utilizing a second fiber. Patient outcome: "none.¿